Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, the device was found to in back-up vvi mode. A device code was download successfully. Device remains implanted.